Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple altitude alarms occurred. Customer change the cartridge multiple time in an attempt to clear the alarm. Customer reinstalled the initial cartridge and the alarm cleared. Customer's blood glucose was 239 mg/dl and an insulin injection was administered to address bg.